Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lung wedge resection procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.